Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured at 10 atmospheric pressure upon third inflation. The device was simply pulled out of the patient's body and the procedure was completed with another of the same device. No complications reported and the patient's condition post procedure was good.